Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they had issues with air bubbles in the reservoir. Customer's blood glucose level was 490 mg/dl. She bolused with the insulin pump to treat her blood glucose level. The insulin was not stored at room temperature. The device was not returned.